Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter read inaccurately erratic. The patient indicated that the alleged meter issue started on the day before, at 6:30 pm. The patient reported meter results of "450, high, and 250 mg/dl" with the reported lfs meter performed within 10 minutes of each other. Actual results of "385, 359, and 250 mg/dl" performed within 1 minute of each other were verified in the reported meter's memory. Based on statistical methodology, the calculated differences of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient also reportedly obtained results of "431 and 414 mg/dl" taken 30 minutes apart from each other. As a result of the alleged meter issue, the patient reportedly administered self-care by taking an increased dose of diabetes medication. The patient took 24 units of "novolog" insulin at an unknown time. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of sweating. It would have been helpful to know the following information: the patient's testing frequency, her diabetes management and medication regimens, what dates/times the reported results were obtained, what date/time the insulin was taken, if the insulin was based on the meter results, and what date/time the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after developing the symptoms, and if she was tested her blood glucose while symptomatic. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She refused to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. The patient also reportedly took an increased dose of insulin as a result of the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.